Event description:
It was reported that the patient experienced a low blood glucose of 65 mg/dl, treated per healthcare provider guidance with approximately 15 grams of oral carbohydrate (apple juice), followed by a recheck at 15 minutes showing 76 mg/dl; the caller noted a pattern that juice raises glucose quickly but does not sustain levels, with consideration for a subsequent more carbohydrate-dense or protein-containing intake per prior instruction. Symptoms included shakiness consistent with hypoglycemia. Outcomes included transient hypoglycemia that improved after initial treatment, without emergency care or hospitalization. Investigation included troubleshooting and education regarding urgent low and urgent low soon responses, carbohydrate treatment, and timed rechecks. Investigation of this case revealed no device malfunction or component issue was identified based on the information provided, and the event was characterized as hypoglycemia with unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.